Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil would not advance pass a certain point in the lantern. After multiple failed attempts, the ruby coil was removed. The procedure was completed using four additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.